Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin. Tandem technical support educated customer on insulin labeling. Customer changed pump supplies to address the issue. Subsequently, it was reported that insulin drips were not observed to be exiting the cartridge during the load fill tubing process. Customer's blood glucose level was 344 mg/dl. Customer reverted to manual injections for insulin therapy.